Manufacturer narrative:
E. Address exceeds characters limit: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd angiocath leaked at the hub/stopcock connection. The following information was provided by the initial reporter, translated from portuguese to english: we inform you that the plug of the jelco 22, brand bd angiocath, is showing coupling failure at the time of salinization. The plug is disengaging from the stopcock and is not fitting correctly, which has caused serum and blood to leak out the sides. Additional information received on 03/31/2025. Is there any patient impact, if yes, please explain in detail? A: no. Can you please confirm the affected quantity? A: the customer reports (B)(4) unit. Can you please confirm the date of event? A: 11/03/2025. Was there a need for medical and/or surgical intervention due to the incidence (imaging tests, surgery, drug administration, etc.)? (Detail) a: no. Was there exposure of blood/chemotherapy to mucous membranes (eyes, nose and mouth) or skin? If yes, indicate whether the exposure was from the patient or the practitioner and what measures were taken.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 38833514 and lot number 4144805. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) pictures, one (1) video sample, and ten (10) unused physical samples were received for evaluation by our quality team. Through examination of the video sample, the adapter was observed not completely fitted (screwed into the connection), which may have caused leakage. Through the video sample, it was not possible to detect damage to the adapter component. The physical samples were inspected at the luer connector for the adapter with an aim of identifying any damage, burrs, or irregularities that could have contributed to a failure in the connection. During the analysis, two (2) syringes were used; one (1) with a luer slip connection and one (1) with a luer lock connection. The samples were subjected to connection tests and none of the samples exhibited any defects or leakage. The reported incident could not be reproduced. The returned physical samples were all within specifications and no damages were observed. Based on the investigation results, it is possible that the incident was related to use. As observed in the video provided, the adapter was not fully inserted (screwed into the connection) which may have caused the leakage. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
A device history record review was completed for provided material number 38833514 and lot number 4144805. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) pictures and one (1) video sample were received for evaluation by our quality team. Through examination of the video sample, the adapter was observed not fitted completely (screwed in the connection). The fact that the adapter was not fitted completely into the connection may have caused the leakage. Through the video sample, it was not possible to detect any damage to the adapter. Although an exact cause could not be determined for this incident, possible causes have been concluded. It is possible that this incident resulted from a burr on the adapter component that prevented proper fitting and threading according to product design. However, the production history records show no issues that could justify this defect. It is also possible that this incident resulted from use of the product, considering that the adapter was not fully fitted and threaded onto the connection. For further analysis, the physical sample would be required. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information